Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: on (B)(6) at 6:24 am ¿ 394 mg/dl; on (B)(6) at 6:28 am ¿ 107 mg/dl; on (B)(6) at 6:30 am ¿ 81 mg/dl ; on (B)(6) at 6:33 am ¿ 215 mg/dl; on (B)(6) at 6:37 am - 208 mg/dl; no adverse event reported. Return of the suspect device was requested for evaluation.